Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer did not recall any significant events leading up to the event. The customer's blood glucose was over 300 mg/dl, and he was wearing the insulin pump at the time of hospitalization. The customer was vomiting and was treated with 4 intravenous bags and hospitalized for 36 hours. The customer's most recent blood glucose was 174 mg/dl. The customer did not exhibit any symptoms of high blood glucose. He also reported that his blood glucose was high but the sensor reading was lower.